Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a stenting procedure on (B)(6), 2010. According to the complainant, the patient presented with a 2cm malignant tumor within the common bile duct as a result of pancreatic cancer. The physician attempted to deploy the stent from the common bile duct to the papilla; however, once the stent was deployed, it moved into the inferior portion of the common bile duct. The middle portion of the stent became kinked because it was caught between the stricture and the porta hepatis, which foreshortened the stent more than expected (stent was now 4cm in length, as opposed to 6cm). As a result of this event, the physician decided to reposition this stent from the porta hepatis to the common bile duct, and then implant another wallflex biliary uncovered stent. The second stent was placed from the proximal end of the initial stent up to the duodenum. The physician noted that the anatomy was not tortuous, and that the stricture was not predilated prior to stent placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a stenting procedure on (B)(6) 2010. According to the complainant, the patient presented with a 2cm malignant tumor within the common bile duct as a result of pancreatic cancer. The physician attempted to deploy the stent from the common bile duct to the papilla; however, once the stent was deployed, it moved into the inferior portion of the common bile duct. The middle portion of the stent became kinked because it was caught between the stricture and the porta hepatis, which foreshortened the stent more than expected (stent was now 4cm in length, as opposed to 6cm). As a result of this event, the physician decided to reposition this stent from the porta hepatis to the common bile duct, and then implant another wallflex biliary uncovered stent. The second stent was placed from the proximal end of the initial stent up to the duodenum. The physician noted that the anatomy was not tortuous, and that the stricture was not predilated prior to stent placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent had been deployed from the device and was not returned for analysis. A visual examination of the returned delivery system found that the outer sheath was fully retracted. The position of the radio opaque (ro) markerbands were positioned correctly for a wallflex biliary rx uncovered 10x60 mm device. The catheter was kinked at 40 mm distal to the guidewire access port. No issues were noted with the movement of the outer sheath along the shaft and no issues were noted with the reconstrainment band. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the complaint device was implanted, the stent delivery system is being returned for analysis. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.